Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). It was reported on 29-aug-2024 that patient encountered occlusion in the tubing. The insertion site was at abdomen. No further information available.